Event description:
The customer's spouse reported via phone call that the insulin pump alarmed threshold suspend and was unable to hear or feel the vibration. This caused the customer's blood glucose to drop to 40mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.